Event description:
I had mentor saline implants placed in 2006. Last year I was sent to the hospital with tachycardia. From there I had joint pain, chronic fatigue, brain fog and many more symptoms. The cardiologist I went to was the only md who said it could be breast implant illness. The md's need more education on the illness and the importance of removing them properly. One year later I'm still healing but many women who didn't realize what it was are still suffering. Reference report #mw5152424.